Event description:
Information received indicates the brakes were not holding at the head end of the stretcher.

Manufacturer narrative:
The technician found the rocker arm was broken causing the head end brakes not to engage. He installed brake/steer upgrade on the head end of the stretcher to repair the brake not holding.